Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported) and is recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.